Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2015, patient was admitted to the facility where the surgeon performed spine fusion surgery using rhbmp-2 on the lumbar region of his spine from vertebrae l5 to s1. Post-op, patient reported severe pain. Patient reported had suffered serious and permanent injuries.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Products from multiple manufacturers were involved in the event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6)2015: the patient was pre-operatively diagnosed with 1) lbp. 2) r>l radiculopathy. 3) peripheral neuropathy. 4) pseudoarthrosis with instrumentation failure-s/p prior lumbar posterior instrumented arthrodesis l1-l5. 5) resultant stenosis, nf. 6) spinal instability, resultant to #4. 7) cad; s/p pcta. 8) peripheral vascular disease. 9) s/p enderarterctomy. 10) hyperlipidermia. 11) htn. 12) depression. 13) s/p cva and underwent the following procedures: 1) l4-s1 anterior reconstruction a. Decompression. I) direct: l4-5 with removal device; l5-s1 and l4-l5 disc osteophytes, ligament. Ii) indirect. B. Intervertebral stabilization. I) l5-s1: 42 x 15 x 12 degree- stalif midline ii. Ii) l5-l4: small x 12 x 6 degree-4 web; placed left center due to vessel anatomy right. C. Arthrodesis. I)l4-l5: nuvasive in device+ bacterin anteriorly. Ii) l5-s1: bmp. 2) sch fluoroscopy. 3) sch np. A) sseps. B) emgs. C) meps. 4) preclude gortex graft x 2. As per op-notes,¿ the retractors were repositioned over the l5-s1 disc space. The discectomy was completed at the l5-s1 level using the same instrumentation. The disc space was prepared and sized and a 42 x 15 x 12 degree stalif midline cage was selected packed with bmp sponges and positioned into the l5-s1 disc space in the same manner. Three screws were placed through the cage. Ap and lateral fluoroscopy was again used to verify good positioning of the total construct.